Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral component revised to greater valgus angle.

Manufacturer narrative:
Revision total knee replacement for malalignment performed on (B)(6) 2016 at (B)(6) private. Primary knee implanted at (B)(6) private hospital on (B)(6) 2013. Femoral component revised to greater valgus angle. No further information available. Per internal procedures, the event information was reviewed. No investigational inputs were received. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.